Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 342 mg/dl, after receiving a low insulin alert the previous day. The customer's contact stated that the cartridge had run out of insulin, which is the reason why the customer had elevated bgs the next morning. The customer changed out the cartridge and delivered a correction bolus to bring bg levels back to target.